Manufacturer narrative:
The complaint received states that approximately seven months post procedure this (B)(6) study patient suffered an mi. This is a (B)(6) male with unknown medical history. The report received from (B)(6) study indicated that the patient was enrolled in the study and had single cypher drug eluting stent (des) successfully implanted in the distal left anterior descending (lad) during the study index procedure. The indication for the procedure was stable angina. The residual stenosis was 0% and the flow post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Thirty-seven days after the study index procedure, the patient was transferred to the site hospital from another facility with complaints of chest pain radiating to the left arm with nausea. The patient was diagnosed with acute coronary syndrome (acs). A percutaneous coronary intervention (pci) was done and a single des was implanted successfully in the circumflex target lesion. The acs resolved and the patient was discharged two days after admission. The event was reported to be moderate in intensity and was not related to the study procedure/device or drug. This event has been captured previously as a non-complaint and processed accordingly. Additional information was received stating that approximately seven months post index procedure the patient experienced recurrent ischemia lasting 10 minutes or more. This was documented as a potential myocardial infarction. No other details were provided despite multiple requests. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15112646 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15112646. No nonconformance records were issued for this lot. Pre-sterile lot 15112655 was reviewed. It was observed during review of this lot that nineteen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for an exact assessment of potential contributing factors.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that this (B)(4) study patient had chest pain and coronary artery restenosis approximately 25 month post index procedure. This is a (B)(6) male with unknown medical history. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had single cypher drug eluting stent (des) successfully implanted in the distal left anterior descending (lad) during the study index procedure. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had single cypher drug eluting stent (des) successfully implanted in the distal left anterior descending (lad) during the study index procedure. The indication for the procedure was stable angina. The residual stenosis was 0% and the flow post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately seven months post index procedure the patient experienced recurrent ischemia lasting 10 minutes or more. This was documented as a potential myocardial infarction. No other details were provided. Additional information received from the (B)(4) study indicated that a patient experienced recurrent sterna chest pain and underwent pci of the target vessel approximately twenty-five months post index procedure. As per outpatient follow up note, the patient reported "running out of fuel", having dizzy spells, recurrent sternal chest pain, and a low pulse (which the patient stated he always has). The patient was prescribed ranexa and a selective cardiac angiography was scheduled. Two day later, the patient underwent cardiac catheterization which revealed greater than 70% stenosis within the midportion of the lad, moderate diffuse coronary artery disease of remaining left and right coronary circulation, patent lad, circumflex and diagonal stents, preserved left ventricular function and successful percutaneous coronary intervention of the lad artery with two drug eluting stents. The outcome of the event was recovered/resolved and the patient was discharged in five days after hospitalization. The investigator considered the event of recurrent mid sternal chest pain moderate in intensity, not related to the study drug, not related to the study device and not related to the study procedure. Around three weeks post cardiac cath, the patient reported to have an episode of stabbing chest pain which resolved with nitro. The patient was restarted on ranexa. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15112646 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to make an exact determination of contributing factors.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had single cypher drug eluting stent (des) successfully implanted in the distal left anterior descending (lad) during the study index procedure. The indication for the procedure was stable angina. The residual stenosis was 0% and the flow post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately (B)(6) post index procedure the patient experienced recurrent ischemia lasting 10 minutes or more. This was documented as a potential myocardial infarction. No other details were provided.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Addendum: additional information received from the (B)(4) study indicated that a patient experienced recurrent sterna chest pain and underwent pci of the target vessel approximately twenty-five months post index procedure. Approximately twenty-five months post index procedure, the patient experienced the event of recurrent mid sternal chest pain. As per outpatient follow up note, the patient reported "running out of fuel", having dizzy spells, recurrent sternal chest pain, and a low pulse (which the patient stated he always has). The patient was prescribed ranexa and a selective cardiac angiography was scheduled. Two day later, the patient underwent cardiac catheterization which revealed greater than 70% stenosis within the midportion of the lad, moderate diffuse coronary artery disease of remaining left and right coronary circulation, patent lad, circumflex and diagonal stents, preserved left ventricular function and successful percutaneous coronary intervention of the lad artery with two drug eluting stents. The outcome of the event was recovered/resolved and the patient was discharged in five days after hospitalization. The investigator considered the event of recurrent mid sternal chest pain moderate in intensity, not related to the study drug, not related to the study device and not related to the study procedure. Around three weeks post cardiac cath, the patient reported to have an episode of stabbing chest pain which resolved with nitro. The patient restarted ranexa. No additional information was provided despite multiple requests.